Event description:
The facility reported a flogard infusion pump that presented "damaged door". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion pump with a damaged door was confirmed. Service discovered by visual inspection that the door was cracked. Service replaced the door onsite at the facility by a baxter field service technician assembly to resolve the issue.

Manufacturer narrative:
(B)(4). Correction on (catalog number), (510k number) and (evaluation code set).